Event description:
It was noted that patient had system removed on the day of this call as the patient requires an MRI. However, during the procedure the caller noted that the distal portion of the lead broke off and remains within the patient. It was reported 2 days later that the MRI was not associated with our therapy or device. The health care provider explanted the device because the patient desired an MRI. The doctor attempted to retrieve everything but the distal portion of the lead broke during the extraction of the lead. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4) product type programmer, patient. Product ID: 3 889-28, lot# va03qz1, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported that the patient still had leads or tines in place. The system was removed so the patient could have an MRI for broken bones in her leg and left knee issues. It was reviewed that there are no magnets on the device, however, the lead wire contained metal and tines. The patient was redirected to their health care professional (hcp) to discuss long-term consequences of having parts of lead in the body for an extended period of time. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va03qz1, implanted: (B)(6) 2013, product type: lead. Prior reports of this event have been reported for serious injury, however the event is considered a malfunction and this report has been updated to reflect that. To see the serious injury involved with this system please see manufacturer report 3 004209178-2019-12149. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient had called asking for MRI compatibility for the lead only for an unrelated medical procedure and reported that the electrode from the lead had been stuck in their sacral nerve and that they had not been able to remove the lead. There were no further complications reported.